Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a defective plunger clamp and lld spring, compression spring, tip clamp sleeve, and tip clamp in the reported problem area of the pipetter assembly. In addition to the pipetter problem, the operating system software went to 'blue screen' when the option to pipette again with new tips was chosen after a blood clot error message. Two compression springs, tip clamp, lld contact spring, plunger clamp and tip clamp were replaced. The software problem was reported to ocd software product support. The instrument was inspected, tested without further problem, and returned to service.